Event description:
A report was received that during a lead revision due to lead migration, when the physician opened up the pt's pocket, the lead broke. The lead was replaced and the procedure continued as planned.